Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. The device history records for the finished goods were reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is (B)(4). Device history record (DHR) of these tubing demonstrated tensile strength results of a minimum of (B)(4) in testing performed. The minimum pull test specification for these drains is (B)(4). DHR demonstrated pull test results of a minimum of (B)(4) in perforated area in quality testing performed. Inspection records for the raw materials used to extrude the tubing were reviewed and (B)(4) indicates that all test results are within specification limits, including tensile and tear tests. The lots number reported were manufactured between nov. 2, 2009 and march 4, 2010. This is the first complaint received on this catalog in the last 12 months. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of instructions for use. According to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
When surgeon removed the drain from patient, one segment of it was broken and left inside the body of patient.